Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. Testing confirmed the reported issue through visual inspection. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The suspect cable for the monitor was returned to the manufacturer for evaluation. Visual inspection found that the fischer connection was bent making connectivity difficult. The cable passed electrical testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/30/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Surgeon monitor cable was changed due to visible damage to the old. Navigation system was tested with two working systems and had the same result. It is suspected that monitor needed to be changed. Return requested. Replacement ext wide surgeon monitor & cable shipped to site. Neither part has been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported damage to the monitor cable for their navigation system surgeon monitor. Surgeon monitor was also reported to be damaged, experiencing flickering signals. In trouble-shooting, the cable was changed due to physical damage, however the issue with the monitor was not resolved. The monitor was tested with 2 different navigation systems resulting in the same flickering issue. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.